Event description:
Single account reported to dade behring a clinical s. Aureus isolate oxacillin mic discrepancy. The account obtianed an oxacillin susceptible result on the dried pos bp combo panel type 20 lot#2006-04-15 panels and an oxacillin resistant result on a secondary method.